Manufacturer narrative:
A ge representative evaluated the system and replaced a diode on a circuit board and replaced the memory battery. System operates as intended.

Event description:
Customer reported the system shuts down in the middle of the case - fast stop error. No pt injury was reported.